Event description:
A (B)(6) year old female with hydrocephalus had a history of shunt infection and pulmonary infections. She had a recent revision of the right frontal ventriculoperitoneal shunt due to possible infection on (B)(6) 2014. The pt had continued ventriculomegaly and the surgeon decided to return pt to surgery (B)(6) 2014 to evaluate the resent shunt implant. The surgeon found no kinked catheters. The distal catheter was tested and it was found to be functioning. The valve was found to be functioning intermittent. If the valve was touched, it would drip. If the valve was left alone, it would not. The surgeon thought that this valve was not functioning correctly and it was replaced.